Manufacturer narrative:
The failure investigation has been completed and the alleged usb port issue was verified. Additionally, the usb cable issue could not be verified as the cable was not returned.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. The customer's blood glucose (bg) level of 551 mg/dl. Customer addressed bg level with a manual injection. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.